Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Initially, the customer could not reset the pump due to the absence of a charger but was later assisted by technical support in resetting it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue returned.